Event description:
The luer lock was broken when the user collected the blood.

Manufacturer narrative:
Production process investigation: the batch production records and finished product inspection reports were reviewed, with no abnormalities detected during production.the finished product test results were compliant.the product was assembled using an automatic assembly machine, which includes a blockage and leakage inspection step to examine each individual product. Any defective items are automatically rejected.after needle assembly, the product is transferred to another assembly machine for the attachment of the needle holder. Batch sample testing: sample tested: batch no. 220916, specification: 0.9*19 rwsb (25 retained samples of the blood collecting needles). Appearance inspection: no abnormalities such as cracking or crushing were observed on the needle hub surface. Torque force test: 5 retained samples were tested, and all results were compliant. Lipid resistance test: 15 retained samples were tested using three commonly used clinical disinfectant solutions (alcohol-based disinfectant, iodophor disinfectant, and isopropanol disinfectant), with 5 samples tested per solution. No cracking occurred. (Refer to attachment 1 for the retained sample test report.) Simulated clinical blood collection test: 5 samples were tested, and no cracking or detachment was observed. Root cause analysis: based on the above investigation, the preliminary possible causes are: damage during transportation: rough handling may have caused cracking or damage to the needle hub. Improper assembly with needle holder: during machine setup, if adjustments were not fully optimized, the needle hub could have been over-tightened and cracked, and the defect may not have been detected and rejected during full inspection. Improper clinical operation: the needle hub may have been accidentally over-tightened or cracked during connection with other components in clinical use. Chemical reaction with disinfectant solutions: the disinfectant solutions used clinically may have caused a chemical reaction leading to needle hub cracking.